Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01227. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), at implant with a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was unable to cross the annulus. The delivery was pulled back into the descending aorta and a bav was performed with a 23mm balloon, but it did not help. Another bav was performed with a 25mm balloon was unsuccessful.  It was decided to remove the devices, but the valve got stuck into the sheath. A femoral artery injury occurred during the delivery system withdrawal maneuvers. A vascular surgery was performed to retrieve the system.  The sheath was damaged from the withdrawal difficulties.  The procedure was aborted and the patient was doing well. As per medical opinion, the perceived root cause of the incapacity of crossing native annulus was the calcium.  The devices are not available for investigation. This report is for the delivery system.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided by the site shows the condition of the devices post procedure and the following was observed: video shows the sheath shaft separated from the housing with the delivery system still inserted through. The valve remained crimped on the delivery system over the distal shoulder.  Some tissue is attached to the valve; additional images show the sheath housing separated from sheath. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process which includes: the balloons were 100% dimensionally and visually inspected for any abnormalities; the delivery systems were 100 % visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other complaints relating to delivery system difficulty crossing the native annulus or delivery system withdrawal difficulty valve through sheath.  A review of the complaint history from april 2018 to march 2019 revealed other returned similar complaints for delivery system difficulty crossing the native annulus which were unable to be confirmed. A review of the complaint history revealed no other returned similar complaints for delivery system withdrawal difficulty valve through sheath.  A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action. The complaints for delivery system difficulty crossing the native annulus and delivery system/valve withdrawal difficulty through sheath were confirmed based on the imagery provided by the site. Review of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. As mentioned per description ¿as per medical opinion, the perceived root cause of the incapacity of crossing native annulus was the calcium¿, calcium can cause restrictive pathways for the delivery system to maneuver through. Additionally, the condition of the sheath (shaft separated from hub) likely made it difficult to achieve coaxially of the valve against the sheath tip during delivery system withdrawal. If the valve moved on the distal shoulder during withdrawal attempts, the profile would be expanded, which would be more difficult to retrieve through the sheath. Also, the valve struts were potentially exposed (not flush against the proximal shoulder) causing interaction with the native vasculature and sheath tip/shaft during withdrawal causing further resistance. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint events.  Since no product non-conformances or labeling/IFU deficiencies were identified during this investigation, a product risk assessment escalation, and corrective/preventive action is not required at this time.